Manufacturer narrative:
The valve was received in the st. Jude medical heart valve div. Fer analysis laboratory in a st. Jude medical product return kit, in a dry state. This valve was returned in the same product return kit as fer#rt-056, which was unrelated to this explant. The valve (mv-1049, s/n 314967), was inside a plastic specimen container by itself, within the product return kit. The sewing cuff was brownish-white in color, was cut, and contained several sutures. Dark brown tissue was observed on both sides of the sewing cuff; some of which slightly extended onto the inflow and outflow rims of the orifice. Both leaflets were stuck in the closed position due to the presence of this tissue. Dried blood covered the carbon surfaces of the valve components. The valve was chemically sterilized and forwarded to an independent pathologist at the heart & lung center, for gross morphological examination. Dr. Stated that at the time of his examination, the valve appeared to have been extensively cleaned. The tissue attached to the sewing cuff was fibrous, smooth and glistening, of endocardial origin, and was observed mainly on the inflow side. Both leaflets exhibited restriction, although they did open and close with moderate pressure. The valve was then cleaned, and the sewing cuff was removed. The valve was then visually examined at 10x magnification for any anomalies on the surfaces of the leaflets and orifice. The leaflets and orifice were found to be unremarkable. The valve was then disassembled for performance testing. The results of the pulse duplicator testing indicated the valve had no abnormal operation. Flow and pressure traces indicated the valve operated satisfactorily, without leaflet or hydrodynamic malfunctions. Functional leakage testing was performed, and the valve met all of st. Jude medical's specifications. The leaflet and orifice dimensions were inspected and verified to be within st. Jude medical's specifications. The valve's device history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that the process was performed in accordance with st. Jude medical's specifications. Each operation for the mfg and inspection of this valve and its packaging was followed by the appropriate signature and date. Conclusion: info reviewed from the valve's device history record and the additional testing performed through the fer analysis laboratory indicated the valve complied with st. Jude medical specifications at the time of MFR. Results of this investigation remain inconclusive. The cause of paravalvular leak remains unk; however, it was not due to an intrinsic valve defect, as supported by the valve's device history record and testing performed at the st. Jude medical heart valve div. Laboratories.

Event description:
The valve was explanted due to paravalvular leak. At reoperation, it was noted that there were a few loose stitches which had led to dehiscence. The valve was replaced.